Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the arterial clamp. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that of a noisy and defective essenz arterial clamp during a procedure. There is no report of any patient injury.

Manufacturer narrative:
The complained clamp was returned to manufacturer for testing and the issue reproduced after around 3 hours of testing: error messages "arterial clamp defective" was displayed, with error codes 141 and 1200. Errors indicate that the erc has not fulfilled the command and it will not work. Unusual noise was noticed, likely coming from the the arterial clamp motor that could not operate properly. Clamp was then dismounted, and sticky residues were noticed on the spindle block, washers and housing. This could have caused the reported issue. Clamp will be cleaned and repaired before returning to customer. A device service history review has been performed and identified that the unit was manufactured in 2023 and no other similar event has been reported for current clamp, but other two events of noisy clamps were reported from same customer. Based on the gathered information, the most likely root cause of the reported event has been assigned blocked spindle, due to fluid residues accumulated over time due to improper cleaning of the device. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Event description:
See initial report.

Manufacturer narrative:
During repair activity by tssi technician the can connector on the zkb board was found in the wrong position and therefore the board replaced and properly reconnected. Can connector was most likely reconnected wrongly during investigation of internal parts and replacement of board may be related to this improper connection. Since issue was reproduced during investigation prior to internal inspection of device and strange noise was confirmed during testing, root cause remains related to dried/sticky residues found inside the device. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
D4: model and serial number of the involved essenz arterial clamp has been provided and dedicated sections have been updated accordingly. H4: device manufacturer date has been updated. H11: a livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue: noisy defective arterial clamp was reproducible. Therefore, in order to solve it, a new arterial clamp was installed. Subsequent functional verification testing was completed without issues and the unit was put back on service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.